Event description:
It was reported the patient was scheduled to have his scs lead repositioned due to lead migration. Follow-up clarified the patient underwent surgical intervention during which a spinal fusion was performed in addition to the scs lead being explanted and replaced. It was also reported per the patient, he never received effective stimulation and had stopped using the scs system. The issue resolved with the surgical intervention. Additionally, the scs ipg was electively explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.